Event description:
The customer reported the subject device would not distend. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the air/water channel was clogged with foreign material and foreign material got stuck in the nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in channel and nozzle). Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
During inspection and testing, the foreign material could not be removed from the nozzle. In addition, service found the air supply volume was out of specification due to clogged air/water tube and water was not fed due to clogged nozzle. The flexibility adjustment ring, the grip, the switch box, the scope connector cover, and the scope connector case was scratched. The air/water cylinder and the suction cylinder was discolored. The forceps channel port was deformed, the color ring was cracked, the rfid (radio-frequency identification) data could not be read due to ID (identification) data malfunction of the scope ID, there was a leakage due to damaged instrument channel, the insulation resistance value was out of specification due to scratched plastic distal end cover, the light guide lens was cracked, the connecting tube was wrinkled, and the universal cord was buckled. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as additional information based on the legal manufacturer's final investigation. Please see the updates in sections b5, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. The following information is stated in the instructions for use (IFU): ¿operation manual_ preparation and inspection. Inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states on reprocessing of a/w nozzle and channel. Reprocessing manual_ precleaning the endoscope and accessories warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air_ caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories_ flush the air/water channel with detergent solution presoaking the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information: "in the digestive endoscopy service they do not remember the details of the event. The only thing we can confirm is that no patient has been harmed.".